Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure at the distal femur, the screwdrivers broke. All pieces were retrieved. The surgeon completed the procedure with no adverse effect to the patient. This is 2 of 2 reports for number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.